Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00585.

Event description:
It was reported the blade does not mate well with the emergency screws. The blade is reported as having a "loose fit" with the emergency screws. It is reported, "the emergency screws easily fall out." It is reported tweezers were used to turn and fix the screws.